Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 36 and 48 hours. The patients reported blood glucose level was over 400 mg/dl and the patient had a temperature of 99.5 as well. The patient had experienced pain at the pod infusion site. Once the pod was removed from the infusion site (hip/buttocks), it was reported that the site was infected and had purulent discharge as well as swelling, redness and irritation. The patient applied a new pod. Once at the hospital the patient was prescribed an oral and topical (5.9 ml) antibiotic, to be taken 3 times daily for 7 days. In addition, the patients new pod was checked and there was no findings of an infection from the cannula. The patient was released from the hospital after 1 hour.